Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The unit ran with a balloon and trainer for two hours and worked without issues. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g4, g7, h2, h10. Corrected fields: b5, g3.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Event description:
N/a